Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported software update issue. However, analysis was able to confirm the reported broken components on the external case. Analysis also noted that the lower case feet were worn, the lower display hinge cover bullets were missing, the eject lever of the pc card slot was broken, and there was excessive internal and external contamination. The programmer also failed an antenna connection test. The programmer was scrapped. E3: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to successfully complete a software update and there were broken parts on the external case. The programmer was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.